Event description:
It was reported that a balloon rupture occurred. A 70% stenosed target lesion was located at mildly tortuous upper arm. A 2cm peripheral cutting balloon was selected for use. During the procedure, it was reported that a balloon rupture occurred upon first inflation at 10 atm with duration of 180 seconds. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to the damage identified. A visual and microscopic examination observed no damage to the tip, markerbands or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The rate of burst pressure of this pcb 2cm device is 10atm. No other issues were identified during device analysis.

Event description:
It was reported that a balloon rupture occurred. A 70% stenosed target lesion was located at mildly tortuous upper arm. A 2cm peripheral cutting balloon was selected for use. During the procedure, it was reported that a balloon rupture occurred upon first inflation at 10 atm with duration of 180 seconds. There were no patient complications reported.